Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo receptacle was replaced and the power supply voltage adjusted. The system was then found to be operating as intended.

Event description:
The customer reported loss of fluoroscopic x-ray functionality. No pt injury was reported.